Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture and sensing due to lead dislodgement. It was previously noted that the pt was non-compliant with keeping their arm down. The physician decided to implant a longer lead. There were no allegations against the lead. No adverse pt effects were reported. The lead was later returned for analysis.